Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03033. It was reported the patient underwent a trial lead implant on (B)(6) 2018 when the physician suspected a wet tap occurred. A blood patch was performed, and the patient developed a headache following the procedure. The physician performed a second blood patch, and the headache resolved following this second patch.